Event description:
Abbott, labs lingo glucose monitoring devices failed to meet the accuracy statement. Apparently, per their customer service contacts, it is an interface issue with apple ios. I can't confirm that, but these devices are so inaccurate that it gives you completely misleading information about your blood glucose performance, and customer should be notified that they will not work until some update is provided to correct the issue. These devices should report glucose within about plus or -10%, the last two devices I have had have been off by as much as 100%. This is extremely misleading and abbott fails to comprehend the level of problem. This is an example of a fingerstick blood test result taken at the same time. The lingo device said glucose was 65. The test was repeated with additional meters and with another brand of cgm that confirmed the fingerprint test results. Patient code: 4580. Device code: 1535, 3023. Reference report: mw5171739.